Manufacturer narrative:
The needle was returned for investigation. The manufacturing records were reviewed and no related deviation or concerns were found. He needle was returned with damaged shaft, therefore, the needle could not be disassembled to perform visual inspection for soldering gaps or voids. A microscopic inspection or bubble test could not be performed. Vacuum sleeve failure is a known potential malfunction with some cryoablation needles. The risk to the patient is the potential for a skin burn due to frost on the needle shaft. Galil medical's labeling includes precautions instructing users to protect the skin with warm saline, when appropriate. In this case, the treatment was completed with no injury to the patient as the physician used saline to protect the patient's skin.

Event description:
Prior to a lung cryoablation procedure, 3 iceforce 2.1 cx 90°needles and system tested fine with no issues to report. Two minuted into the first freeze cycle the doctor noticed the shafts of one of the needles started to collect frost. The patient's skin was covered with saline to prevent any injury. The procedure was completed as expected with no injury to the patient. The user is experienced with galil cryoablation. There were no issues with the ablation zone or iceball size.